Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy dialysate. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient was recovering from the event. The action taken with extraneal and physioneal therapies was not reported. No additional information is available.